Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a postpartum 18-yr old female patient. Results provided: rapid test (biomanguinhos) is reactive x2 rapid immunoblot dpp hiv 1/2 with indeterminate result only reactive for gp120. Architect: sid (B)(6), (B)(6) 2025 = 0.22 s/co; repeated on (B)(6) 2025 = 0.23 s/co; another architect used for troubleshooting purposes only = 0.19 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performed as expected for this product. Trending review did not identify any trends for the issue for the product. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 67236be00. Labeling was reviewed and sufficiently addresses the customer¿s issue. In-house sensitivity testing was completed using an in-house retained kit of lot 67236be00. All specifications were met showing the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 67236be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36, with 510k/PMA/bla number bp090080.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a postpartum 18-yr old female patient. Results provided: rapid test (biomanguinhos) is reactive x2 rapid immunoblot dpp hiv 1/2 with indeterminate result only reactive for gp120. Architect: sid (B)(6), on (B)(6) 2025 = 0.22 s/co; repeated on (B)(6) 2025 = 0.23 s/co; another architect used for troubleshooting purposes only = 0.19 s/co. No impact to patient management was reported.